Manufacturer narrative:
A2 age at time of event: 72 years old at the time of study enrollment.

Event description:
It was reported that stenosis and dissection occurred, requiring intervention. On (B)(6) 2024, the subject underwent treatment with the ranger drug coated balloon as part of the clinical trial. The target lesion #001 was in the left proximal popliteal artery with 5.6mm proximal reference vessel diameter and 3.8mm distal reference vessel diameter with 64.8 mm lesion length with 90% stenosis and was classified as tasc ii d lesion. Prior to the treatment of the target lesion with study device, pre-dilation was performed using 6mm x 220mm sterling pta balloon and placement of 5.5mm x 200mm non-boston scientific (bsc) bare metal stent and 6mm x 60mm non-bsc bare metal stent. Treatment of target lesion was performed by dilation using 5 mm x 60 mm ranger drug coated balloon, study device. Post procedure, the final residual stenosis was noted to be 0%. In addition, during index procedure, occlusion noted in the left superficial femoral artery was treated by balloon dilation using 6mm x 220mm balloon and placement of 5.5mm x 200mm non-bsc stent and 6mm x 60mm non-bsc stent with excellent results. On (B)(6) 2024, during the treatment of target lesion #001, dissection of grade b was noted in the left proximal popliteal artery due to 5 mm x 60 mm ranger drug coated balloon which was treated by prolonged balloon using the same 5 mm x 60 mm ranger drug coated balloon. However, dissection was not resolved. On (B)(6) 2024, the subject was discharged from the hospital on dual antiplatelet therapy. On (B)(6) 2024, ultrasound revealed increased velocities in the left proximal stent up to 200cm/sec compared to 128cm/sec in middle of the stent. On (B)(6) 2025, bilateral lower extremity CT angiogram revealed: left leg: patent superficial femoral artery stent with high grade stenosis of the proximal popliteal artery and dissection within the popliteal artery with one vessel runoff though anterior tibial artery. Right leg: high grade mid vessel narrowing with one vessel runoff via peroneal. On (B)(6) 2025, the subject visited the hospital with complaints of significant swelling in the left leg with walking distance of 500mm. In addition, subject also complained of cramping in bilateral toes at night which relieved on standing up and mobilizing. Based on the above findings, subject was planned for left lower extremity angioplasty in response to left superficial femoral artery and dissection of left popliteal artery. On (B)(6) 2025, 264 days post index procedure, stenosis and dissection noted in the left proximal popliteal artery was treated by placement of 5 mm x 120 mm non-bsc stent which was post dilated using 4mm balloon. In addition, high grade in-stent restenosis noted in the left proximal superficial femoral artery was treated by balloon angioplasty using 6mm non-bsc drug coated balloon. Post procedure, good results were noted with single vessel runoff through anterior tibial artery. On the same day, the event was considered to be resolved, and the subject was discharged from the hospital on dual antiplatelet therapy.

Event description:
It was reported that stenosis and dissection occurred, requiring intervention. On (B)(6) 2024, the subject underwent treatment with the ranger drug coated balloon as part of the clinical trial. The target lesion #001 was in the left proximal popliteal artery with 5.6mm proximal reference vessel diameter and 3.8mm distal reference vessel diameter with 64.8 mm lesion length with 90% stenosis and was classified as tasc ii d lesion. Prior to the treatment of the target lesion with study device, pre-dilation was performed using 6mm x 220mm sterling pta balloon and placement of 5.5mm x 200mm non-boston scientific (bsc) bare metal stent and 6mm x 60mm non-bsc bare metal stent. Treatment of target lesion was performed by dilation using 5 mm x 60 mm ranger drug coated balloon, study device. Post procedure, the final residual stenosis was noted to be 0%. In addition, during index procedure, occlusion noted in the left superficial femoral artery was treated by balloon dilation using 6mm x 220mm balloon and placement of 5.5mm x 200mm non-bsc stent and 6mm x 60mm non-bsc stent with excellent results. On (B)(6) 2024, during the treatment of target lesion #001, dissection of grade b was noted in the left proximal popliteal artery due to 5 mm x 60 mm ranger drug coated balloon which was treated by prolonged balloon using the same 5 mm x 60 mm ranger drug coated balloon. However, dissection was not resolved. On (B)(6) 2024, the subject was discharged from the hospital on dual antiplatelet therapy. On (B)(6) 2024, ultrasound revealed increased velocities in the left proximal stent up to 200cm/sec compared to 128cm/sec in middle of the stent. On (B)(6) 2025, bilateral lower extremity CT angiogram revealed: left leg: patent superficial femoral artery stent with high grade stenosis of the proximal popliteal artery and dissection within the popliteal artery with one vessel runoff though anterior tibial artery. Right leg: high grade mid vessel narrowing with one vessel runoff via peroneal. On (B)(6) 2025, the subject visited the hospital with complaints of significant swelling in the left leg with walking distance of 500mm. In addition, subject also complained of cramping in bilateral toes at night which relieved on standing up and mobilizing. Based on the above findings, subject was planned for left lower extremity angioplasty in response to left superficial femoral artery and dissection of left popliteal artery. On (B)(6) 2025, 264 days post index procedure, stenosis and dissection noted in the left proximal popliteal artery was treated by placement of 5 mm x 120 mm non-bsc stent which was post dilated using 4mm balloon. In addition, high grade in-stent restenosis noted in the left proximal superficial femoral artery was treated by balloon angioplasty using 6mm non-bsc drug coated balloon. Post procedure, good results were noted with single vessel runoff through anterior tibial artery. On the same day, the event was considered to be resolved, and the subject was discharged from the hospital on dual antiplatelet therapy. It was further reported that on (B)(6) 2025, 264 days post index procedure, 75% stenosis and dissection noted in the left proximal popliteal artery was treated by placement of 5 mm x 120 mm non-boston scientific stent which was post dilated using 4mm x 80mm sterling pta balloon.

Manufacturer narrative:
A2 age at time of event: 72 years old at the time of study enrollment.